Event description:
On the day of the event, the physician attempted arteriotomy closure with the closer s 6 fr. Device after a heart catheterization from the right femoral artery using a 5 fr. Sheath. When deploying the device, the pt jumped. The dr closed over the wire and realized that hemostasis was not achieved. The device was removed and a second device was inserted without removing the first suture. After the second attempt, hemostasis was still not achieved. Neither suture was removed from the pt. Manual compression was applied until hemostatic. On the afternoon of the following day, in the morning, another physician performed an angiogram of the affected leg and discovered there was no flow distal to the original access site. The pt was then referred to a vascular surgeon. The pt was brought to the operating room where a partial resection of the femoral artery was performed. A patch graft was inserted in place of the right native femoral artery at the original access site. The vascular surgeon's thoughts were, "the femoral artery was sutured closed". The pt was discharged two days later.